Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A completed analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Event description:
The caller was the healthcare professional reporting the death of the customer. The healthcare profressional stated the customers' car was swerving prior to the crash and asked that medtronic take a look at the pump. Customer had multiple blunt force injuries. The customer was wearing the pump at the of the accident. Nothing further reported.